Event description:
First disposable novasure device that was used on patient failed to perform ablation. Therefore, second disposable novasure device was used to perform ablation. Both devices retained. Both have exact lot #'s and dates, but unsure which one failed.

Event description:
First disposable novasure device that was used on patient failed to perform ablation. Therefore, second disposable novasure device was used to perform ablation. Both devices retained. Both have exact lot #'s and dates, but unsure which one failed.